Event description:
It was reported that the patient was re-admitted to the hospital from (B)(6) 2021 tl (B)(6)2021 due to lower gastrointestinal bleeding occurred on (B)(6). More than 4 units to less than 8 units of red blood cells were transfused to the patient. International normalized ratio (inr) was 1.3, activated partial thromboplastin time (aptt) was 29 seconds, and platelet count was 17.9 ×104/l. Anticoagulant therapy at time of event was warfarin and aspirin. The cause of the bleeding was considered documented history of lesion or condition in the organ site of bleeding that could potentiate a bleeding episode, which was colon diverticula. The causal relationship with the device was considered unknown. Colonoscopy and clipping were performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.